Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10176. The pt received the scs system on (B)(6) 2011. It was reported that the pt was experiencing headaches and nausea. The pt advised that the stimulation was aggravating her reflex sympathetic dystrophy symptoms. It was later reported the charging system is having difficulty communicating with the ipg. X-rays revealed the ipg is tilted at an angle. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.